Event description:
Affiliate reported that after implantation, it was noted that fluid did not flow through the device.as a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the irrigation test, biological debris was flushed out. Further evaluation of the device found that programming could not be achieved and biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.